Manufacturer narrative:
Event date unknown. Device lot # was not provided/unknown. Device has not been returned to manufacturer.

Event description:
It was reported that abutment screw (mhlas) stripped out after initial hand tightening and it is stuck in the implant.

Manufacturer narrative:
One zimmer replacement screw was returned for inspection. The screw shows signs of wear about the threads and body. The internal drive feature is similarly worn, but functional. Product was functionally tested. The screw was able to fit into a mating implant and fully seat. The screw was also able to disengage with no problems detected. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: ¿instructions for use for zimmer dental implant systems¿ 4894i rev 3-07/09 information identified: seating of prosthetic components internal hex or octagon components - to properly seat these prosthetic components, place the abutment retaining screw through the abutment and place the assembly into the internal bevel at the coronal portion of the implant. Rotate it until the abutment drops into place. The male hex or octagon should seat fully in the female hex or octagon of the implant once the torque wrench has been used to tighten the abutment to 30ncm. Complaint indicates the screw threads were damaged during tightening and was believed to be stuck. The alleged event was unconfirmed following inspection. No signs of damage were noted on the screw, and the product passed all functional testing of disengagement. A root cause for the complaint could not be determined. Device available for evaluation: change "no to yes". Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.